Event description:
Acute synovitis [acute synovitis] ([arthralgia aggravated], [joint stiffness], [swelling of r knee]). Case narrative: this case is submitted following an incorrect worldwide ID in case ID ((B)(4)) which will be deleted. This report contains no new information. This case is linked to case (B)(4) (multiple devices). Initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097717 via pharmacist. This case involves an adult patient (gender: unknown) who experienced acute synovitis, while he/she was using medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 1999, the patient received second injection of hylan g-f 20, sodium hyaluronate via intra-articular route in right knee (dose, frequency, indication and lot - unknown). There will be no information available on the batch number of this case. On (B)(6) 1999, after an unknown latency, the patient developed mild reaction to synvisc after second injection: increased joint pain (arthralgia), and swelling (joint swelling) and some joint stiffness assessed as acute synovitis (synovitis) and the symptoms increased over 1 and half days. This event was assessed as medically significant. Action taken: no action taken. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated on 08-jan-2021 for synvisc; batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 22-jan-2021. Additional information was received on 08-jan-2021 from other healthcare professional. Gptc number was added. Additional information was received on 22-jan-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly. Follow up information was received in 25-feb-2021 from other healthcare professional. Investigation reopened due to incomplete complaint information.